Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional confirmed right side infection and rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was device deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "right [side] implant removed because it went flat." Device has been explanted. This record is for the right side.

Event description:
Patient reported "right [side] implant removed because it went flat." Device has been explanted. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, h.6.